Event description:
The clinical report indicates the band was explanted and replaced due to stomach/band slippage. Subsequently, pt has revision surgery to reposition access port because pt had an abdominoplasty and the port was too close to the umbilicus afterwards, causing, tenderness and irritation.